Event description:
During use of the device for a cardiopulmonary bypass procedure, the user lost control of the roller pump using the pump's local speed control knob. The user was able to control the roller pump from the central control monitor. The user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.